Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent cartridge change error messages occurred with multiple cartridges during the loading process. The customer experienced an elevated blood glucose level as high as 388 mg/dl and delivered a correction bolus to address the event. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery. Additionally, the customer had manual injections available.